Event description:
The customer reported after a successful opcheck, all test pass, the replace battery message appears. There wa no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.